Event description:
It was reported that a merlin.net transmission revealed high, out of range pacing lead impedance. The pacing lead impedance has gradually increased since (B)(6) 2011. A slight increase in capture threshold and a slight decrease in sensing were also noted. Further evaluation is planned.

Manufacturer narrative:
.